Event description:
On 10/26/2022, it was reported by a facility representative via sems that a ar-6485 synergy pumps handle that secures the door for the tubing is loose when the pump is running it won't stay latched. This occurred during an unknown case, with no patient effect reported.

Manufacturer narrative:
See attached vendor evaluation.